Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 08-jul-2014 who had essure (fallopian tube occlusion insert) implanted and experienced early menopause and no sex life. On an unspecified date the consumer had essure (fallopian tube occlusion insert) implanted. She reported that she was (B)(6) when she underwent a hysterectomy. Only her ovaries were left. She also reported that she experienced early menopause at (B)(6) and at the time of this report she has no sex life. She asked to stop lying to the public about how safe product essure is. Follow-up 22-jul-2014: no response from the reporter consumer after 3 follow up attempts. No new information was provided. Case closed. The reported medical events are known possible undesirable effects and product technical complaint investigation and final assessment were received on 28-jul-2014: the bayer reference number for the ptc report is: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4), "processing essure cases in (B)(4)," because an investigation of the same failure mode has already been initiated. Medical assessment the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Follow-up information received on 06-oct-2015 - it has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1162): this case was upgraded to incident. The consumer's history included parity 4. Essure was inserted in 2006. The consumer stated the device instantly caused problems: abdominal pain, mood swings and fatigue all the time. She dealt with constant bleeding and pain before she was told that she had moderate to severe endometriosis. She had to have a hysterectomy to get rid of the coils, which was extremely painful. She still had half of the tubes and her ovaries, but she had premenopausal issues since then, she was (B)(6) at the time of this report and still had abdominal pain during intercourse. She considered all events related to essure. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and presented abdominal pain and constant bleeding (seen as genital bleeding). These events are serious due to required intervention and medical importance and listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. In this case, the consumer stated that device instantly caused problems: abdominal pain and other non-serious events. Also, she had to deal with constant bleeding and abdominal pain due to moderate to severe endometriosis. Although in this case endometriosis could be the main cause of reported events, a contributory role from essure cannot be totally excluded. Initially hysterectomy was mentioned but no indication was provided. Upon receipt of follow up information, the procedure's indication was informed as a hysterectomy to get rid of the coils. Since a required intervention to remove the devices was performed, this case was upgraded to incident. Technical analysis is expected.